Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Describe event or problem updated.

Event description:
It was reported that vessel dissection occurred. The patient presented with acute myocardial infarction and post coronary artery graft, proximal right coronary artery (rca) stenosis was observed. Vascular access was obtained via the femoral artery. The 90% stenosed target lesion with a significant bend of >45 and <90 degrees was located in the severely tortuous rca. After navigating the lesion with a 0.014" non-bsc guide wire, pre-dilatation was performed with a 2.5x10mm balloon catheter. A 12x3.50mm promus premier drug-eluting stent was implanted to treat the lesion. Post implantation, cine was taken; however, they found a grade c dissection. No further patient complications were reported and the patient's status was stable. It was further reported that the flow-limiting dissection was treated with a shorter stent.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product.

Event description:
It was reported that vessel dissection occurred. The patient presented with acute myocardial infarction and post coronary artery graft, proximal right coronary artery (rca) stenosis was observed. Vascular access was obtained via the femoral artery. The 90% stenosed target lesion with a significant bend of >45 and <90 degrees was located in the severely tortuous rca. After navigating the lesion with a 0.014" non-bsc guide wire, pre-dilatation was performed with a 2.5x10mm balloon catheter. A 12x3.50mm promus premier drug-eluting stent was implanted to treat the lesion. Post implantation, cine was taken; however, they found a grade c dissection. No further patient complications were reported and the patient's status was stable.